Event description:
It was reported that the patient presented in the emergency room after a syncopal episode. Device interrogation found high capture thresholds in the unipolar configuration and greater than 1900 ohms lead impedance. The lead was capped, and a new system was implanted on the patient's right side.

Manufacturer narrative:
No medwatch form was received.